Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump would intermittently be warm to touch. Customer reported that they were experiencing elevated blood glucose levels, no value provided, because of the reported issue. Reportedly, the customer would continue using the pump for insulin therapy.